Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery and the load sequence. Cts confirmed customer is following proper load procedure. Customer uses cold insulin. Cts instructed customer to fill a new cartridge using room temperature insulin. Customer was unable to successfully load a cartridge and resume insulin therapy as the cartridge alarm recurred. Reportedly,the customer contacted the healthcare provider to obtain alternate insulin therapy. The customer was interested in obtaining a loaner pump. The customer reverted to an alternate method of insulin delivery.